Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e172001 is being used to capture the reportable event of abscess. Patient code e1002 is being used to capture the reportable event of abdominal pain.

Event description:
A spaceoar vue procedure and the placement of fiducial markers were successfully performed without complications. The physician reported that the patient was admitted to the hospital due to abdominal pain. Routine tests and a computed tomography (CT) scan identified a perineal abscess and a slightly increased white blood cell count. Following the drainage of the abscess, the patient's symptoms improved, and was discharged. The patient is scheduled to return for a follow-up scan to determine if radiation therapy can commence as scheduled.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e172001 is being used to capture the reportable event of abscess, patient code 100e2 is being used to capture the reportable event of abdominal pain.

Event description:
A spaceoar vue procedure and the placement of fiducial markers were successfully performed without complications. The physician reported that the patient was admitted to the hospital due to abdominal pain. Routine tests and a computed tomography (CT) scan identified a perineal abscess and a slightly increased white blood cell count. Following the drainage of the abscess, the patient's symptoms improved, and was discharged. The patient is scheduled to return for a follow-up scan to determine if radiation therapy can commence as scheduled.